Event description:
Two discordant falsely elevated loci high-sensitivity troponin I (tnih) patient sample results were obtained on one sample for one patient on a dimension exl 200 system. The discordant results were reported to the physician(s). The tnih results were questioned at a later date. There are no known reports of adverse health consequences due to the discordant falsely elevated loci high-sensitivity troponin I (tnih) results.

Manufacturer narrative:
An (B)(6) customer contacted the siemens healthcare diagnostics remote services center (rsc) regarding two (2) discordant falsely elevated loci high-sensitivity troponin I (tnih) patient sample results obtained on one sample for one patient on a dimension exl 200 system. Siemens is investigating the event. MDR 2517506-2022-00138 was filed for the same event and the same patient.

Manufacturer narrative:
Additional information (21-jul-2022): siemens healthcare diagnostics headquarters support center (hsc) concluded the investigation of the event. Hsc requested the customer send siemens the patient sample for internal investigation but no patient sample was provided. Hsc reviewed the instrument data and the information provided by the customer. Quality control and calibration results were within the customer's expected ranges. No issues were noted with other patient samples indicating that the dimension exl 200 system and loci high-sensitivity troponin I (tnih) assay were performing acceptably. A potential product issue was not identified. The cause of the event is unknown. The device is performing within specifications. No further evaluation is required. Section h6 has been updated to reflect the hsc investigation. Initial MDR 2517506-2022-00137 was filed on 24-may-2022. Initial MDR 2517506-2022-00138 was filed for the same event on (B)(6) 2022. MDR supplemental 2517506-2022-00138 supplement 1 is filed for the same event.